Event description:
User facility reported device was removed from use with patient and user was unable to lock needle into protection device. No adverse effects to patient or user reported.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.